Event description:
It was reported that the patient presented in the cath lab for rv lead testing, a high voltage lead impedance out of range alert was noted. The yearly trend showed high measurements for rv to svc and svc to can vectors. Svc coil was programmed off. The device successfully converted the vt rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.